Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of (B)(4) solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Pharmacy reported that consumer used product for the first time and experienced significant eye irritation upon lens insertion. After thoroughly rinsing eye, consumer visited an emergency service due to eye pain and redness. A topical anesthetic eye drop was used to relieve the pain. Following a diagnosis of a superficial chemical burn, consumer discontinued lens wear. Use of vitamin a ointment and celluvisc eye drops was recommended to be used for 5 days. Twenty-four hours following the event, the eye was still a bit red but looked better. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.